Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06149. It was reported the patient is not receiving effective stimulation. The patient reports he feels something pulling in the middle of his back. An sjm representative met with the patient and lead diagnostics were normal, however, reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.